Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the cause of death was determined to be ventricular tachycardia (vt) arrest complicated by acute cardiogenic shock with respiratory failure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure with the affera system on a patient that presented in acute cardiogenic shock and atrial fibrillation (af) with rapid ventricular response (rvr), the patient did well intra-operatively and the case was completed. It was noted that the left atrium (la) pressure increased from 24 to 44mmhg with ablation despite minimal fluid. It was further reported that 3.5 hours after the procedure the patient was given an angiotensin receptor-neprilysin inhibitor tablet with lunch and choked, then the patient developed pulseless electrical activity (pea). Cardio-pulmonary resuscitation (CPR) was initiated and then the patient developed polymorphic ventricular tachycardia (pvmt). An ICD (implantable cardioverter-defibrillator) shocked to normal sinus rhythm (nsr). The patient developed cardiogenic shock and recurrent episodes of pmvt. A cardiac arrest occurred again 12 hours later with death.